Manufacturer narrative:
Superdimension has requested devices from the site but has not completed evaluation to date. Pheumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
Site reported a pneumothorax post superdimension procedure. The pt's pneumothorax was noticed after the procedure. The pt's pneumothorax was confirmed by x-ray after the procedure.